Manufacturer narrative:
D6b correction - date of explant should be(B)(6) 2025 rather than (B)(6) 2024.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to move their right leg and foot after an implant procedure and was hospitalized. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.